Event description:
Information received indicates the CPR function is not working.

Manufacturer narrative:
The technician isolated the issue to a faulty CPR and head down valve solenoid. He replaced the CPR and head down valves to repair the bed.